Manufacturer narrative:
The pump was returned to animas for evaluation. Evaluation revealed a visible crack in the battery housing and evidence of moisture ingress. The pump user guide instructs the user to regularly inspect the pump for damage. Product analysis also found that the devic powered up properly, and no heat was generated during the course of the evaluation. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Event description:
It was reported that the patient experienced a minor burn while wearing his insulin pump. The patient stated that the pump exhibited visible evidence of moisture ingress, but he continued to use it. The patient also advised that he did not feel any heat associated with this event.